Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd emerald¿ syringe was found broken as there was an ¿absence of tip on several sterile syringes. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: sample evaluation: a sample or photo was not returned to bd for evaluation. Bhr review we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2012 (november 9 - 11th, 2017). Syringes were assembled in machines nº4268, nº4259, nº4210, nº4205, in lot #7310549 (november 6 - 13th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lot #7311703, #7296640, and no problems, defects or qn were found. We have also reviewed the plunger lots #7311706, #7296669, #7282425, and no problems, defects or qn were found. Investigation conclusion: root cause analysis: the material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. Confirmation: no samples available for evaluation. No issue found in the bhr. We could not confirm the reported issue.